Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose in mid (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was given food to treat. The customer experienced symptoms such as being out of it and walking around in circles. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer reported the medtronic sticker was off the pump. The insulin pump will not be returned for analysis.